Event description:
It was reported that patient presented in hospital and was not feeling well. Inhibited pacing due to far field p-wave oversensing was suspected. Neither oversensing nor noise could be reproduced in clinic with provocative testing. The lead tested normal. The device was reprogrammed and the oversensing issue was resolved. The patient medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.